Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with injection (inj.) Magnex (1.5 gram, once, route not reported) and inj. Amikacin (250 milligram, frequency and route not reported). At the time of this report, it was unknown if the patient had recovered. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.